Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer resumed insulin delivery. Additionally, it was reported that due to the customer's personal profile settings, the customer experienced a low blood glucose (bg) level of 49 mg/dl. Glucose was consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.